Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter ac-t 5diff al analyzer. The volume of the leak was a few drops and was not contained within the instrument. There were no exposures or injuries to any laboratory personnel. No erroneous results were generated. There were no changes to the patients' care or treatment. A beckman coulter field service engineer (fse) was dispatched to the site to examine the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse observed liquid forming on top of the probe wipe rinse block. The fse found that the bottom of the rinse block was cracked. The fse replaced the rinse block and the leak was fixed. The repairs were verified per established procedures. (B)(4).